Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. The customer tried loading a new cartridge with 250 units of insulin but received a cartridge alarm. The customer's blood glucose level was 132 - 240 mg/dl. The customer will use manual daily injections for insulin delivery. A replacement pump was sent to the customer to resolve the issue.